Event description:
Boston scientific provided the following information: this lead was capped due to noise on rv leading to oversensing and pacing inhibition resulting in short periods of asystole. Patient presented to ER (B)(6) 2022 due to dizziness/pre-syncope. Loss of capture without noise also observed. Make/break fracture suspected but could not be confirmed. Device programmed doo 70ppm with rv lead unipolar pace/bipolar sense at max output overnight. Rv lead replaced the following day on (B)(6) 2022. Malfunctioning rv lead capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.